Manufacturer narrative:
The pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery or weak battery alarms noted. The pump was received with a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 169 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.